Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added g1-2: contact office updated g3: date received by manufacturer added g6: type of report h2: follow up type h3: device evaluated by manufacturer updated to no h4: device manufacturer date added h6: health effect updated 1994-pain h6: investigation code added to 4114: device not returned h6: investigation code added to 4119: insufficient information available h6: investigation code added to 3331 - analysis of production records h6: investigation findings code added to 3221: no findings available h6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data. The following sections have been corrected: e3: occupation updated to non-healthcare professional. H6: device code updated to 2993: adverse event without identified device or use problem.

Event description:
It was reported that the patient was experiencing pain while using the spinal pak stimulator. The patient started using the stimulator about 2 weeks ago on (B)(6) 2023. The pain started 2 days after she started using the stimulator. The patient says stimulator is causing hip pain and it is deep in the bone or joints. The pain is constant and it never stops. The patient rated the pain as a 10 on a scale of 1 to 10, with 10 being the highest. The patient has increased her daily activities she is walking more in the house, cooking and taking care of her home when she is not in pain. The patient stopped using the stimulator for a couple of days. The pain subsided when the patient removed the spinal pak stimulator. The patient started using the stimulator again and after 2 days the she was back in bed. The patient contacted her doctor's office regarding the pain. She spoke with the assistant nurse who told her that sometimes people get the hip pain from the bone stimulator. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Concomitant medical products: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing pain while using the spinal pak stimulator. The patient started using the stimulator about 2 weeks ago on (B)(6) 2020. The pain started 2 days after she started using the stimulator. The patient says stimulator is causing hip pain and it is deep in the bone or joints. The pain is constant and it never stops. The patient rated the pain as a 10 on a scale of 1 to 10, with 10 being the highest. The patient has increased her daily activities she is walking more in the house, cooking and taking care of her home when she is not in pain. The patient stopped using the stimulator for a couple of days. The pain subsided when the patient removed the spinal pak stimulator. The patient started using the stimulator again and after 2 days the she was back in bed. The patient contacted her doctor's office regarding the pain. She spoke with the assistant nurse who told her that sometimes people get the hip pain from the bone stimulator. It was reported that no further information is available.